Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was hospitalized. Customer kept passing out and losing balance. Customer had a urinary tract infection. Customer was wearing the device at time of the emergency room visit. Customer's blood glucose at time of hospitalization was 300 mg/dl. Customer's blood glucose at time of call was 350 mg/dl. Customer mentioned he was off the device while he was in the hospital. Customer reported the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.